Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU), inserted, crossed the septum, and the guidewire with dilator was removed while aspirating. After the sgc was flushed, imaging revealed bubbles in the left atrial appendage (laa). In the physician¿s opinion, it was air. The bubbles dissolved after a few minutes. It was noted that it was unclear where the bubbles came from. The procedure was continued with the same sgc. One clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.